Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported that the insulin pump's display was blank. They changed the battery when the issue occurred. They also reported that the customer had a high blood glucose level that was over 400 mg/dl. Troubleshooting was performed and the display returned. It was also noted that the customer received a power loss alarm. The customer was assisted with clearing the alarm. They declined troubleshooting for the high blood glucose. Additionally, they reported that they received a pump error post reset alarm. The customer was assisted with clearing the alarm. They were advised to monitor the insulin pump. The device will not return for analysis.